Event description:
It was reported that the patient presented in clinic for a generator exchange procedure. Interrogation of the right ventricular (rv) lead pre-procedure revealed it was over-sensing noise which lead to pacing inhibition. Additionally, it was noted that the rv lead had an insulation abrasion which exposed the outer conductor. The patient was asymptomatic. The rv lead was capped and a new rv lead was successfully implanted on (B)(6) 2022. The patient was stable throughout the procedure.